Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure, fluid loss was noted due to a tear in the left cylinder. The existing cylinder and pump were removed and replaced. There were no patient complications reported.